Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-04559.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-04559. It was reported the patient experienced ineffective stimulation after a fall. Reprogramming was unsuccessful in resolving the issue. X-rays indicated a change in lead position when compared to the original implant images. Surgical intervention was undertaken during which time model 3186 was explanted and replaced, and model 3163 was repositioned. Effective stimulation was restored post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 . Reference MFR. Report: 1627487-2016-04559.